Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer sst blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: the customer stated "the customer had recently received erroneous results when using the gold top vacutainer tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the hemogard shield was noted as a dark gray hemogard shield instead of the gold hemogard shield that is used for catalog number 367986. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous potassium) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was not confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: the customer stated "the customer had recently received erroneous results when using the gold top vacutainer tubes."